Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the patient passed out and hit their head resulting in a brain injury and hospitalization due to their device being set wrong. The patient also reported having 4-5 irregular heart episodes a day since their device was implanted. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
.

Event description:
Follow-up information was received from the clinic indicating that the device is pacing appropriately and there are no device allegations. Per the nurse, there were no patient complications and the patient has other illnesses that may contribute to the issues that the patient is experiencing, none of which are device related.